Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the abd sensor to lab use only (luo) testing equipment. Once the unit was powered on the pst observed an 'abd: check sensor' message displayed on the central control monitor (ccm). It was determined that the abd sensor was defective.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) sensor was triggering a false alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine while on cpb, whereby the abd sensor was triggering false alarms. The unit was changed out, with no delay, no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.